Event description:
Customer reported that fluoro is available, but image blacks out and spontaneously, becomes maximum technique. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. System operates as intended.